Manufacturer narrative:
The returned device was evaluated. No issues were observed to the exposed portion of the soft cannula and fluid was observed passing through successfully. The data did not show any increase in pulse widths that would indicate an occlusion from a bent/kinked cannula. Small cracks were observed in the top housing. The cracks did not effect the functionality of the device.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
The father reported that the patient's blood glucose reached 355mg/dl while wearing the pod on his leg for between 4 and 24 hours. Treatment included replacing the pod and giving a correction bolus. The patient also drank plenty of water. The father stated that the cannula appeared bent when the device was removed.